Event description:
Pt's wife said last week while infusing she helped husband to use washroom and we bumped pump against the wall and we are scared the pump broke but nothing has happened, everything is good but we request an extra pump, so if something happened we will have an extra one on hand. Hizentra indication: chronic inflammatory demyelinating polyneuritis; myasthenia gravis without (acute) exacerbation. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.